Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 350mg/dl and a manual injection was administered to address the bg level. The customer performed a complete supply change and received an additional occlusion alarm. A system check was performed and the pump performed as intended. The customer declined to remove their infusion set site and stated that they would simply monitor their pump supplies as they had not received an additional occlusion alarm in the last 3 hours.